Manufacturer narrative:
The customer alleged that the bed could not be moved up or down and it was showing the errors on the display. The patient was on the bed when the issue occurred. No injury was sustained. The arjo technician found the bed got stuck in the trendelenburg position. The bed position could not be changed by using the bed function. The reset and calibration of the bed did not resolve the issue. The device was swapped to the arjo service center. During the evaluation in arjo service center, it was found that one of the bed hi / lo actuators had an electrical issue and did not allow the bed platform to be moved; the faulty part was replaced. The bed was serviced by arjo, however, the actuator has not been replaced since 2017. The issue with the actuator could be related to the normal wear of the part. To sum up, arjo device failed to meet its performance specification since the bed got stuck in the trendelenburg position and the bed position could not be adjusted due to the electrical function not responding. The device was used for the patient treatment when the event occurred and from that perspective it played a role in the event. The complaint was assessed as reportable due to the allegation that the bed got stuck in trendelenburg position (head tilted down position) during use by a patient and the bed's electrical function did not respond.

Event description:
The customer alleged that the bed could not be moved up or down and it was showing the errors on the display. The patient was on the bed when the issue occurred. The arjo technician found the bed got stuck in the trendelenburg position. The bed position could not be changed by using the bed function. The reset and calibration of the bed did not change the issue. The device was swapped to the arjo service center. During the evaluation in arjo service center it was found that one of the bed hi / lo actuators had an electrical issue and did not allow the bed platform to be moved, the faulty part was replaced.

Manufacturer narrative:
The investigation is on-going. Further information will be available in the next expected report.